Event description:
The customer contact reported a delay in critical therapy following a leak. The tubing set was being used to deliver an unspecified concentration of heparin, at an unspecified rate, via a plum pump. The customer contact that after the delivery was started, solution leaked from a crack in the tubing, 6 inches proximal to the patient's IV access site. It was reported that the tubing set was not replaced and therapy was not resumed due to a reported patient urgent transfer to a higher level of care and a time constraint. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.